Manufacturer narrative:
This product is registered as a combination product. The damage found was sustained during the surgical procedure.  The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-07096; related manufacturer reference number: 2017865-2021-07097; related manufacturer reference number: 2017865-2021-07098. It was reported that the patient presented in clinic exhibiting pocket infection. The implantable cardioverter defibrillator, right ventricle lead, and atrial lead were all explanted. The right ventricle lead was replaced during the procedure. Patient was stable.